Event description:
It was reported that the inner cannula would not lock into place (in the outer cannula). The tube was removed and the pt was recannulated.

Manufacturer narrative:
Investigation did not confirm the reported failure in the customer's sample. A review of the device history record fot the lot number provided found all pieces were in conformance and met the MFR's quality specifications prior to their release.